Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples of the incident lot were selected from bd inventory for evaluation & testing and upon completion, no issues relating to erroneous results were observed as all results demonstrated satisfactory performance. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had erroneous results. The following was reported, "during the liberation of the glucose we observed that a lot of samples show the result as: error. When we take this tubes to repeat the analysis we observed that inside the tubes was a bubble, all this tubes, coincidence or not, had a bubble."

Manufacturer narrative:
The additional information is as follows: medical device expiration date: (B)(6) 2019 medical device lot #: 8156746 device manufacture date: (B)(6) 2018

Event description:
It was reported that a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had erroneous results. The following was reported, "during the liberation of the glucose we observed that a lot of samples show the result as: error. When we take this tubes to repeat the analysis we observed that inside the tubes was a bubble, all this tubes, coincidence or not, had a bubble."

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd vacutainer® sodium fluoride: 3 mg. Na2 edta: 6mg had erroneous results. The following was reported, "during the liberation of the glucose we observed that a lot of samples show the result as: error. When we take this tubes to repeat the analysis we observed that inside the tubes was a bubble, all this tubes, coincidence or not, had a bubble."